Manufacturer narrative:
(B)(6). Sex: male. (B)(6). Date of event (mm/dd/yyyy): (B)(6) 2012. Additional device information: model number: 16-02-82, serial number: (B)(4). Device manufacture date: 04/30/2010. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). However, the infection was identified in (B)(6) at a different hospital from the one at which the surgery took place. This medwatch report is being filed on behalf of sorin group (B)(4). On september 27, 2016, the customer provided sorin group (B)(4) with a user medwatch report which contained additional information about the patient and the device. The report stated that the patient underwent surgical resection of ascending aortic aneurysm with a graft replacement. The bacterial testing, completed by mayo clinic in (B)(6), identified an non-tuberculous mycobacterium (ntm) infection in the patient. This infection was reported to (B)(6) medical center in (B)(6) in february, 2016. The report also including the patient's prior medical history, which include hypertension and a prior "appy" and lumbar fusion. The patient is a smoker. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. On october 12, 2016, sorin group (B)(4) received a copy of the same user medwatch report (which was assigned medwatch number mw5065079) from the FDA. The facility originally had three sorin heater-cooler units. Through follow-up communication with the customer, sorin group (B)(4) learned that all old units were removed from service and replaced with new units. The new units are now placed outside the operating room (or). As the involved units have been removed from service, and the facility has not provided any further information about the units or patient, no further investigation is possible.

Manufacturer narrative:
The event date was not stated in the literature. This information will be provided in a supplemental report if and when made available. The model and serial number were not stated in the literature, and the unique identifier (UDI) number could not be determined. This information will be provided in a supplemental report if and when made available. The procedure took place at (B)(6). However, follow-up communication with the customer revealed that the patient is currently seeking treatment at (B)(6). (B)(6) medical center has filed a user report for a different patient, however they reported that they have not filed a user report for this patient. The contact at (B)(6) medical center stated that they believe (B)(6) has filed a user report, but could not confirm. The 510(k) number for the heater-coolers distributed in the USA (16-02-82 and 16-02-85) is k052601. As the serial number has not been provided, the manufacture date is unknown. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6), however the. This medwatch report is being filed on behalf of sorin group (B)(4). During a literature review conducted on august 26, 2016, a patient infection at (B)(6) was identified that was not yet documented in a complaint. The article (published by the (B)(6) on august 24, 2016) alleges that two patients who underwent procedures at (B)(6) medical center were diagnosed with nontuberculous mycobacteria infections. We believe that one of these patients was already filed in medwatch report 96111019-2016-00573, following the receipt of user medwatch report mw5063842. This medwatch report is being filed due to the discovery of the second patient. No additional information about the patient, clinical outcome, the date of the procedure, or the involved unit was documented in the literature. Through follow-up communication with the facility where the procedure took place ((B)(6)), sorin group (B)(4) learned that the facility owned three sorin heater-cooler 3t units at the time of the procedure. All three units have been removed from service and were replaced with new units. The new units are now placed outside the or. The customer reported that the old units were always cleaned and maintained according to the specifications in the instructions for use (IFU). No additional information regarding the serial numbers or test results of the involved units was provided. Through additional follow-up communication with (B)(6) medical center, sorin group (B)(4) learned that mercy medical center is not currently following the second patient reported in the literature. The customer reported that the patient is seeking treatment at (B)(6). The contact at (B)(6) medical center stated that she believes a user report was filed by (B)(6), but was unable to confirm. No additional information regarding the patient was provided. Sorin group is not currently aware of a user report from (B)(6) related to this event. Sorin group (B)(4) will attempt to gather additional information from (B)(6) upon confirmation that it is the correct facility. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
During a literature review conducted on august 26, 2016, a patient infection at (B)(6) was identified that was not yet documented in a complaint. The article (published by the (B)(6) on august 24, 2016) alleges that two patients who underwent procedures at (B)(6) medical center were diagnosed with nontuberculous mycobacteria infections. We believe that one of these patients was already filed in medwatch report 96111019-2016-00573, following the receipt of user medwatch report mw5063842. This medwatch report is being filed due to the discovery of the second patient. No additional information about the patient, clinical outcome, the date of the procedure, or the involved unit was documented in the literature.